Event description:
It was reported that this pacemaker system triggered a lead safety switch due to high out of range right ventricular (rv) pacing impedances. The health care professional reprogrammed the rv back to bipolar pacing and sensing. Technical services suggested reprogramming options. Additional information has been requested but not provided at this time. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.